Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was noted that the insulin pump may have been exposed to humidity prior to the alarm. Customer's blood glucose reading at the time of the call was 246 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.